Event description:
It was reported that a 56-year-old female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis.during a right sided ventricular procedure, with patient on the table, physician and fellow scrubbed in. Diagnostic and therapeutic catheters were inserted into the heart, it was noticed the patient had nausea and drop into blood pressure and chest pain. The physician made a transthoracic echography and noticed a pericardial effusion. A pericardial puncture was done and 250 ml of fluid had been removed. The blood pressure came back as it was at the beginning of the procedure and no more tachycardic heart rhythm. After discussion with the physician, he had no idea of the origin of this effusion. It might be during diagnostic, therapeutic or sheath catheter placement into the right atrium, coronary sinus or right ventricle. The patient will be hospitalized for monitoring during at least this night long to allow patient for sleeping and observation for recovery.the surgery was delayed for 30 minutes due to the reported event and not successfully completed. Exercise tolerance test (ett) was done when event occurred. Clinical outcome experienced by the patient was chest pain, tachycardia, nausea, and drop in blood pressure. Medical intervention was transthoracic echography. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of the adverse event is that it was procedure related. The outcome of the adverse event was reported as improved (latest update on (B)(6) 2022). Transeptale puncture performed with unspecified needle. There was no evidence of steam pop since the event occurred during the mapping phase of the procedure and ablation was not performed. The flow setting for the irrigated catheter used in the event was 2 cc/h. Correct catheter settings was selected on the smartablate generator. No error message observed. Force visualization features used were dashboard and vector. Parameters for stability for the visitag module used were range: 3 mm, time: 3 ms, force over time (fot) 25%, 3g, tage size: 2 mm. No additional filter used with the visitag. Color options used prospectively was force time intervel (fti).

Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 56-year-old female patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. During a right sided ventricular procedure, with patient on the table, physician and fellow scrubbed in. Diagnostic and therapeutic catheters were inserted into the heart, it was noticed the patient had nausea and drop into blood pressure and chest pain. The physician made a transthoracic echography and noticed a pericardial effusion. A pericardial puncture was done and 250 ml of fluid had been removed. The blood pressure came back as it was at the beginning of the procedure and no more tachycardic heart rhythm. After discussion with the physician, he had no idea of the origin of this effusion. It might be during diagnostic, therapeutic or sheath catheter placement into the right atrium, coronary sinus or right ventricle. The patient will be hospitalized for monitoring during at least this night long to allow patient for sleeping and observation for recovery. Device investigation details: on 24-feb-2023, the device investigation was completed since no device has been received for analysis. No product evaluation can be performed, and the customer complaint cannot be confirmed. As part of the product investigation, a manufacturing record evaluation (mre) was performed. The mre performed for the finished device with lot number 30863535l identified no internal actions related to the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)